Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump displayed a "motor alarm" error message and would not function. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequence to the pt as a result of this event.